Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: before using the 5 mm diameter trocar, the surgeon noticed that its mandrel protruded much more than usual from the sleeve. The surgeon refused to use it, considering it dangerous. Alert from the surgeon regarding an anomaly in the length of the laparoscopic trocar mandrel. Abnormally long (a0201). A difference of nearly 1 cm was observed compared to two other batches with the same reference number. Additional information received from an applied medical representative via pcf on 01dec25: he wasn¿t sure whether it was the shirt that was too short or the pyramidal-pointedmandrel that was too long. After checking, they found that only the lot number indicated had this anomaly. Additional information received from an applied medical representative via email on 02dec25: the nurse initially handed the surgeon a trocar which, upon inspection before use, was found to be non-compliant with the type normally used. The nurse then provided a second trocar, which turned out to be identical to the first one. Consequently, the team switched to a different box and lot number to obtain a compliant trocar. The two non-compliant trocars, along with the boxes from the same lot number (approximately 38 units), were returned to the hospital pharmacy. Additional information received by an applied medical representative via email on 12dec25: there were no consequences or injuries. The surgeon identified the anomaly before using the product, which prevented any incident. Intervention: replacement of the trocar - they searched and found another lot number where the trocars appeared to be compliant.

Event description:
Procedure performed: ni. Event description: before using the 5 mm diameter trocar, the surgeon noticed that its mandrel protruded much more than usual from the sleeve. The surgeon refused to use it, considering it dangerous. Alert from the surgeon regarding an anomaly in the length of the laparoscopic trocar mandrel. Abnormally long (a0201). A difference of nearly 1 cm was observed compared to two other batches with the same reference number. Additional information received from an applied medical representative via pcf on 01dec25: he wasn¿t sure whether it was the shirt that was too short or the pyramidal-pointedmandrel that was too long. After checking, they found that only the lot number indicated had this anomaly. Additional information received from an applied medical representative via email on 02dec25: the nurse initially handed the surgeon a trocar which, upon inspection before use, was found to be non-compliant with the type normally used. The nurse then provided a second trocar, which turned out to be identical to the first one. Consequently, the team switched to a different box and lot number to obtain a compliant trocar. The two non-compliant trocars, along with the boxes from the same lot number (approximately 38 units), were returned to the hospital pharmacy. Additional information received by an applied medical representative via email on 12dec25: there were no consequences or injuries. The surgeon identified the anomaly before using the product, which prevented any incident. Intervention: replacement of the trocar - they searched and found another lot number where the trocars appeared to be compliant.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with thirty-four (34) representative units. Applied medical has issued a voluntary recall for a specific lot, 1546141, of the ctb23, kii low profile bladed trocars and this event is within the scope of the recall. These ctb23 units are being recalled due to the extended length of the obturator after assembly into the cannula and seal housing. Applied medical has implemented immediate corrections and initiated a corrective and preventative action (CAPA).